Event description:
A pump battery charging issue was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was using a tandem charging cable and attempted several troubleshooting steps, including trying different outlets and cables, without success. Technical support decided to replace the pump. The customer was instructed on how to put the pump into storage mode and agreed to return it with a pre-paid label. In the meantime, the customer planned to use multiple daily injections (mdi) as a backup insulin therapy.